Manufacturer narrative:
It was reported that a revision surgery was required due to a broken femoral component. The affected genesis ii oxinium femoral component along with the base plate, patellar component and high flexion insert were returned and evaluated. A lab analysis conducted during this investigation noted that this examination showed fracture of the medial condylar region of the femoral component. The likely fracture initiation location was at or near the articulating surface near the midline of the component. Signs of wear, deformation, and deep scratching was observed on the insert and the patella component likely due to contact with the fractured regions of the femoral component. The cause of the fractured medial condylar region of the femoral component could not be determined from the investigation of the device. The components were not sectioned, which would allow for a more detailed analyses, possibly providing additional information of the fracture initiation region. Such testing, however, is destructive in nature and was not conducted at this time. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. A clinical analysis noted that the x-ray provided confirms the breakage and shows radiolucency around the femoral component which could be associated with some motion of the component but it is possible this could have been a result of the break instead of prior. Per e-mail communication, ¿doctor doubts there was fault the device.¿ no further investigation is warranted for this complaint.

Event description:
It was reported that a primary tka was performed on (B)(6) 2013. On (B)(6) 2019 the femoral component was broken. And a revision surgery was required to removed the broken device. Implants were removed on (B)(6) 2019. The patient has recovered.